Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was having tachycardia intermittently and opisthotonos. An indium dye study was performed on (B)(6) 2014 and radio isotope did not leave the pump. A catheter access dye study was performed on (B)(6) 2014 and the catheter was patent. It was noted the patient was still symptomatic, as her intrathecal baclofen (itb) was weaned. The healthcare provider (hcp) was in the process of slowing increasing her to an effective dose. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported for the last month starting in (B)(6) 2013 the patient has had intermittent arching episodes, posturing, and tachycardia. Volume discrepancies were not reported. It was noted the healthcare provider (hcp) did not believe this was therapy related, but wanted to rule out a pump issue. The patient had a history of hydrocephalus, but with no shunt. The pump was being used to deliver baclofen. It was further reported the patient had clinical presentation of various events (tachycardia, increased arching, etc) with no predictable intervals. The patient was scheduled for pump replacement/exploration of the catheter on (B)(6) 2014. It was noted x-rays were done, the logs were checked, and a dye study, as well as an indium dye study were performed. The cause of the issue was undetermined and it was not known if there was a catheter issue at this time, as there were conflicting diagnostic reports. The catheter access was successful, the indium dye study showed the dye did not leave the pump and the dye study via the catheter access port (cap) clearly showed dye moving along the length of the catheter and plume at the end into cerebrospinal fluid. The patient's status was unable to be obtained at the time of this report. It was reported the patient had tachycardia and increased arching, but all symptoms were intermittent. Additional information received reported the pump replacement was performed on (B)(6) 2014. Upon opening the pump pocket, there were no notable kinks or catheter issues. The pump was disconnected from the catheter and the catheter was found to be patent, free flow of csf, and 2cc was aspirated. The explanted pump was emptied of drug and will be sent for analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly.

Event description:
Additional information received reported the pump "failed". The patient had been having symptoms and was admitted to the hospital from (B)(6). During that time, the device system troubleshooting that was previously reported occurred. The "nuclear dye study" showed a problem with the pump. It was noted the patient had been screaming and they couldn&#62752;figure out what was wrong. The reporter had taken a video of the patient to show the emergency room health care provider (hcp) what was happening to the patient. The reporter was agitated and felt that the pump had malfunctioned. The reporter was currently taking the patient to the hospital every two days to have the pump adjusted to get the patient back to what she was at prior to the "malfunction'. The patient was reportedly getting better but the reporter was worried that the new pump "may malfunction as well".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.